Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was not improved when using the pump for insulin therapy over manual injections. Exact bg value was not provided.